Event description:
It was reported that; cage appear to collapse in situ.

Manufacturer narrative:
Device history review, complaint history review, risk assessment. Due to the lack of complete x-ray and CT images, the fracture of the cage cannot be determined or concluded. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The root cause could not be determined conclusively due to the lack of information and the complaint device was still implanted in the patient.

Event description:
It was reported that; cage appear to collapse in situ.

Manufacturer narrative:
Upon follow-up, it was confirmed that revision surgery was performed in (B)(6) 2016. The explanted cage was discarded by the hospital and not available for the return. It's confirmed that no fracture was recognized on the supplemental fixation system. There was no fusion in the patient. Based on the provided information, the cause of the reported event could not be determined.

Event description:
It was reported that; cage appear to collapse in situ.